Manufacturer narrative:
Product complaint # (B)(4). (B)(4). No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Patient was revised with head and liner change due to suspected infection. There was no way to confirm infection. There was no loosening and no surgical delay. Doi: (B)(6) 2022. Dor: (B)(6) 2023. Affected side: left hip.